Manufacturer narrative:
The analyzer's serial number is (B)(6). A precision check was performed and no issues were observed for triglyceride results. The field service representative replaced a reagent probe, replaced both vacuum diaphragms (1 hairline crack was observed), checked cell blank levels, checked and adjusted the rinse nozzles spring back, and he replaced the plastic nozzle tip. A precision check was performed after the service visit and the results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results for 2 patient samples on a cobas c 503 analytical unit. Sample 1 (B)(6): the initial result was 2.80 mmol/l. The repeated result was 1.81 mmol/l. Sample 2 (ID: (B)(6): the initial result was 2.67 mmol/l. The repeated results were 1.56 mmol/l and 1.29 mmol/l. The results were reported outside the laboratory. The samples were repeated because the laboratory has had previous issues with high patient sample results.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. A general reagent issue was excluded. The field service representative replaced the reagent probe, vacuum diaphragms, and the rinse nozzle white tip. He performed checks. The specific root cause could not be determined.

Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed abnormal sample aspiration alarms. The provided pictures showed red specks still within the gel phase, indicating an issue with centrifugation. The field service representative checked the gear pump adjustment, cell rinse levels, and probe alignments. No abnormalities were observed. He replaced the sample probe. The investigation is ongoing.